Event description:
A hemoclip was used during an egd which did not fully open. The clip was in the patient but was not deployed. It was removed from the patient when the defect was noted. FDA safety report ID # (B)(4).